Event description:
It was reported that the 3.0 x 12 mm xience v could not cross the highly calcified lesion in the distal left anterior descending artery. After pre-dilatation with a 2.5 x 12 mm trek, the patient was treated satisfactorily with a 3.0 x 12 mm xience v stent. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis revealed that the distal shaft was separated from the hypotube and returned on a balance middleweight (bmw) universal guide wire. Communication with the site revealed that the devices had to be removed from the patient as one system. It was further reported that the stent struts were noted as being flared, but the stent was still on the balloon. The shaft separation likely occurred during preparation for the return. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible in the guide wire lumen and on the balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between markers. There was no damage noted to the stent implant as reported. The shaft separated 27.2 cm proximal to the proximal balloon seal. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was separated 24 cm proximal to the proximal balloon seal and the material at the separation was jagged. The separated portion was not returned. The inner member was wrinkled and bunched proximal to the proximal balloon seal, for a length of 15.5 cm. The shaft was stretched (necked) 6.7 cm distal to the separation, for a length of 2 mm. A bmw universal guide wire was returned frozen in the guide wire lumen of the sds. The distal end of the guide wire was protruding out from the tip of the sds, for a length of 137.2 cm. The returned bmw universal guide wire was returned with blood and contrast on the coils and core. There multiple bends in the core 57 cm distal to the proximal end, for a length of 58 cm. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to: device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The outer diameters of the guide wire were measured and met manufacturing criteria. The tip was tugged on to confirm that the core and shaping ribbon were intact. An attempt was made to remove the returned bmw universal guide wire from the sds, but the guide wire could not be removed from the wrinkled and bunched inner member of the sds. The sds and guide wire placed in the water bath and were soaked overnight and another attempt was made to remove the returned guide wire from the sds but the guide wire still could not be removed. There was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the sds met resistance during retraction over the guide wire due to the coagulation of blood and contrast on the guide wire as evident on the returned product as there was no difficulty advancing the sds over the guide wire. Further, as resistance was encountered, if force was applied to the catheter in the attempts to retract the catheter, this would contribute to the noted bunching and stretching of the catheter, resulting in difficulty removing the catheter from the guide wire and ultimately the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage, difficult to remove, or shaft separations for this lot.